Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached end of life. It is unknown if the ipg prematurely depleted. As a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates ipg was explanted and replaced. Therapy restored